Event description:
A female patient underwent initial aaa repair in 2006. The initial procedure involved a main body and two iliac legs. The main body was placed nearly 2 cm below the lowest renal, which was the cause of a proximal type I endoleak. The physicians chose to wait before performing the secondary procedure, because the aneurysm was not growing and the patient was a high-risk surgery patient. Then in 2009, the physician placed a renu cuff due to the proximal endoleak successfully. The outcome of the patient is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specific to this case, the IFU also states that inaccurate placement of the graft may result in an increased risk of an endoleak. Additionally, prior to top cap advancement, the IFU instructs the user to verify the four radiopaque markers are just inferior to the most inferior renal orifice. The device remains implanted and no images were provided to assist this investigation. Based on available information, it is believed the endoleak was an effect of the graft being placed low. However, we have notified the appropriate individuals and we will continue to monitor for similar events.